Event description:
Health professional reported "the port [of a lap-band device allegedly] flipped. "The port flip was noticed when the doctor could not access the port. No diagnostic testing was done to confirm the flipping. The port was explained and replaced. The port was sutured down during implant surgery. The doctor tried to re-suture the port during explant surgery "but the anchors would not lock."

Manufacturer narrative:
Rapidport ez strain relief. (B)(4). Device labeling addresses the reported event of displacement as follows: "caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."